Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The defib conductor was distorted and the outer insulation was breached/cut. Blood was observed in/on helix mechanism. There was apparent explant damage. (B)(4) no anomalies found and the battery depletion was normal. (B)(4) no anomalies found; the full lead was returned for analysis. The defib conductor was distorted and the outer insulation had cosmetic depressions. Blood was observed in/on helix mechanism. There was apparent explant damage.

Event description:
It was reported that the patient died less than 5 months after device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.